Event description:
A malfunction was reported by the caller, identified as malfunction 199 on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reoccurs.